Manufacturer narrative:
In the initial MDR submitted 12 may 2020, incorrect device and results codes in h6 were inadvertently populated. The reason for submission of the MDR was the use of an expired device, so device code 1670 is now corrected to accurately reflect this. The turbo power device in this event was not returned for device evaluation, so results code 3221 is now corrected to accurately reflect this. The patient and conclusions codes remain accurate and appropriate as in the initial MDR. H3 other text : placeholder.

Manufacturer narrative:
Patient information unavailable from facility. Only partial physician information is available.

Event description:
A peripheral vascular intervention commenced. It was reported that the team had difficulty getting the wire to pass through the catheter to insert the catheter into the body. Troubleshooting was done and ultimately the team was advised to use another catheter. The procedure was completed using the second catheter. When the complaint was received by the manufacturer to report the issues with the initial catheter, the device's lot number was reported as stf18d10a; however this was not a valid lot number and the device was reportedly discarded. Through the manufacturer's investigation, a valid lot number for a turbo power device is fts18d10a (a transposition of the first three letters, with the remaining numbers and letters staying the same). The device's manufacture date is 10 april 2018. Further investigation into the lot history review record found that the device expired 14 april 2020. The procedure date was (B)(6) 2020, meaning the device was expired while in use during the procedure. This event became reportable when the manufacturer discovered the device was expired. Even though the device was not used in the procedure, there is the potential for serious injury if the event were to recur and an expired device was used in a procedure.